Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2010 navilyst medical complaint report was reviewed for the product family of xcela PICC and the failure mode of "hold in catheter." No adverse trends were identified. The used catheter was visually examined and the report of a burst was confirmed; the catheter had burst at the 12cm mark. The direction of the burst was from the inside out. As received, both lumens of the catheter were clogged with bio material, but they were found to be patent once the lumens were flushed during the cleaning process. There was no evidence that the failure was the result of a manufacturing non-conformance, but was most likely the result of the end user inadequately flushing the device and/or improperly infusing into an occluded lumen. Manufacturing process controls for this device include the following: 100% visual inspection for molding defects, a guidewire insertion test to verify lumen patency, and air leak testing after the guidewire verification to ensure that the catheter does not leak. The directions for use packaged with this product contains following precautions and directions: "failure to warm contrast media to body temperature prior to power injection may result in catheter failure. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Power injector's pressure limiting (safety cut-off) feature may not prevent over pressurization of occluded catheter. Exceeding the maximum allowable flow rate (table 1) may result in catheter failure and/or catheter tip displacement. If resistance is met while attempting to flush catheter, follow institutional protocol for occluded catheters. Avoid blood pressure measurement or the application of a tourniquet to an arm with an implanted device, since occlusion or other damage to the device may occur. Note: flush catheter after every use. When not in use, flush at least every 12 hours, or according to institutional protocol to maintain patency." (B)(4).

Event description:
As reported, during a power injection of (warm) visipaque contrast media, a 5f dual lumen power-injectable PICC device burst at approximately the 10 cm mark. The PICC was located in the patient's upper arm and had been placed 15 hours prior to the event. The catheter was replaced with another navilyst medical PICC. There were no patient complications and their condition is "good." The used device was returned to navilyst medical for evaluation.